Event description:
Pt reported erratic blood glucose (500 mg/dl). Pt indicated that she does not test her blood glucose when she is low. Ptindicated that her blood glucose was erratic everytime she changes her infusion set. Pt indicated that she was getting redness and pooling of insulin around the site on the 2nd and 3rd days of infusion set use. Pt indicated that she started taking thyroid medication in december 2005.